Manufacturer narrative:
Visual inspection of the returned viper universal poly driver revealed that the fracture was located at the driver¿s distal tip. The broken tip remains within the implanted concomitant device screw and is covered and secured in place by a rod and set screw. Review of the device history record identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although the root cause of tip breakage cannot be positively determined, results of scanning electron microscopy analysis show evidence of a quasi-static torsional shear failure, starting at the hex lobes and extending around the center of the shaft. Plastic deformation at the hex lobes was evident. No material defects or other abnormalities were observed in the analysis. A 12 month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the device. At this time, the complaint is considered to be closed.

Event description:
Additional information was provided indicating that the broken tip remains in the implanted screw, covered by a rod and set screw.

Event description:
It was reported that the tip of the universal polyaxial driver broke off in the screw shaft during tightening. This occurred with the last turn in placing the 8.0 x 65mm iliac screw. The broken tip remains in the implanted screw, covered by a rod and set screw. The breakage did not have a negative effect on the case strategy or patient outcome.

Manufacturer narrative:
Note: we do not use therapy dates as required in the medwatch report. To address this, today's date has been entered into the required fields. A follow up report will be filed upon receipt of the device and completion of the investigation.